Manufacturer narrative:
Customer's strips were returned to the lab for evaluation: two of the four strips tested with a 135mg/dl blood sample gave readings <20mg/dl. The difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically signifcant. Retention reagent gave satisfactory results.

Event description:
Customer alleged a low blood glucose reading using her contour next link meter. No adverse event was alleged. The complaint did not meet the criteria to be reported at the time of the call. The customer returned their test strips for evaluation. Replacement test strips and meter were sent to the customer.